Event description:
Procedure type: gastrectomy. According to the reporter: the first two egia60amt could be fired okay, the third magazine could be fired correctly but after opening the magazine it was noted that the clamps were not formed correctly and many were not in the tissue the stomach was open. The procedure was finished with a echleon flex, ethicon stapler and gold magazine. Suture was stapled again. Pt was injured. Surgery was extended for 1.5 hours. Blood loss 300-400 ml. No extension of incision was necessary, no change of surgery. Tissue was damaged and lost. Staples fell into cavity and could not be retrieved. No reinforcement material used. Pt is ok at the moment.

Manufacturer narrative:
(B)(4).